Event description:
The customer reports: the femoral arterial line insertion tray uncoiled while the catheter was being inserted. It is uncertain if the resident or the physician inserted the line. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) for evaluation. Signs of use in the form of biological material were on the swg. The catheter was not returned. Visual inspection of the swg confirmed that the distal weld was missing and the coil wire had begun to unravel. The length of the core wire measured 431mm which is not within specifications of 350-355.6mm per swg graphic. The customer did not return a spring wire guide that belongs to the reported kit. The outer diameter of the swg measured 0.611mm which is within specifications of 0.610-0.635mm per swg graphic. A manual tug test confirmed the proximal weld was attached. A device history record review was performed on the guide wire from the reported kit and no relevant manufacturing issues were identified. The IFU provided with the kit warns the user, "to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel.". The report that the guide wire was separated was confirmed through examination of the returned sample. The guide wire's distal weld was missing and the coil wire had begun to unravel. Dimensional inspection revealed that the customer returned a wire that did not match the dimensions of the guide wire in the reported kit. Based on the circumstances of the discrepancy between the reported swg and returned swg and no catheter being returned, the probable cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the femoral arterial line insertion tray uncoiled while the catheter was being inserted. It is uncertain if the resident or the physician inserted the line. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the femoral arterial line insertion tray uncoiled while the catheter was being inserted. It is uncertain if the resident or the physician inserted the line. No patient harm reported.